Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/14/22 it was reported by a sales representative by email that a ar-1570bc biocomposite-tenodesis screw broke when performing a dunk technique. This was discovered during an anterior tibialis tendon transfer to the lateral cuneiform on (B)(6) 2022. All pieces of the broken screw were recovered. The procedure was resolved using another ar-1570bc screw with no patient harm.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.